Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k021094, k220626

Event description:
According to the event description: when the inner needle was pulled out, the clip at the tip did not latch, leaving the needle tip protruding.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k021094, k220626. Investigation results: device history record (DHR): reviewed the DHR for the batch number 24e24g8363, no abnormality was observed during in-process inspection and final control inspection. Sample for evaluation: received one (1) piece of an used and contaminated cannula hub from an introcan safety pur 24g, 0.7x19mm-jp in an opened packaging for lot 24e24g8363 and material# 4251601jp. Visual inspection: no damage or deformity observed on safety clip arm and backwall under 20x magnification using keyence microscope. Further observed the anti-rotational pin was damaged, folded and gripped the safety clip. Investigation result: the potential root causes have been investigated; the defect produced from the simulation samples also were not similar with the complaint sample. Furthermore, the complaint samples damage also shows no similarity with the gripper block profile at station 14: clip rotation & vertical position. This complaint is confirmed.